Event description:
It was reported that when the respiratory therapist disconnected the ventilator from a/c power, the ventilator shut down with an audible alarm while connected to the pt. The rn bagged the pt. No reported harm to the pt. The respiratory therapist tried turning on the ventilator with a couple of battery packs, but the ventilator would not turn on. Each back-up battery had a full charge but showed no charge after plugging them into the ventilator.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem that when the "ventilator was turned on with the back-up battery pack hooked up, the ventilator did not turn on. Each back-up battery had a full charge, but showed no charge after plugging them into the ventilator". The customer's back-up external batteries were not returned with the ventilator for evaluation. Tests showed that external batteries are able to power up the customer's ventilator in all test cases. These test cases included following a shutdown condition resulting from a fully depleted internal battery. The event trace showed several instances of "ln vent1" alarm conditions due to a fully depleted internal battery. There are also several instances of "ln vent1" alarm conditions, due to unk reasons. The internal battery was replaced to correct the reported problem.